Event description:
Information was received indicating that the burst watchdog timeout warning had been seen with the patient's device. As a result, the patient's generator was disabled. The patient was last seen by the treating physician in (B)(6) 2016. At this time the physician did not recall setting the auto stim output current higher than the magnet mode output current. However the decoder information indicates that the auto stim output current was programmed equal to the magnet mode output current, which is one of several circumstances that could lead to the burst watchdog timeout. The patient's generator was then programmed on to desired settings. No additional relevant information has been received to date.